Event description:
Color of co2 paper would not change color from purple. Unable to determine if tube was in proper position because of loud noise from exhalation valve which could be heard in lungs and abdomen. Another co2 monitor would not turn color with this bag either. When another make of bag was used, the co2 monitor changed color and the pt's color became pinker.